Event description:
It was reported that the unspecified bd needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Needle blocked.

Manufacturer narrative:
This complaint has been identified as a duplicate of MFR report# 2243072-2020-02088. This complaint is therefore being cancelled and can be disregarded.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Needle blocked.